Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-april-2024, it was reported by the patient that infusion set was leaking at site. Blood glucose level displayed high. Patient replaced infusion set and resumed insulin successfully. No further information was available